Manufacturer narrative:
G4: 21apr2020 b4: (B)(6)2020. The field service engineer (fse) confirmed the customer reported problem. The (fse) replaced power management (pm) board to address the reported issue. Unit passed all tests successfully. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30apr2020.

Event description:
The customer reported that the when powering on in diagnostic mode the unit alarms, alarm led illuminates, power switch led goes to green, the goes vent inop. The customer contacted product support and requested for service repair. The field service engineer (fse) to call customer and discuss repair costs, possible power management (pm) board replacement at no charge, and schedule. The customer reported that the unit was not in use on a patient.